Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the state of health of the internal battery was observed. Manufacturer confirmed battery had not been replaced since 2011. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device was observed to have evidence of physical damage and insect contamination. The damaged and contaminated components were replaced to address the issues.